Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that on (B)(6) 2010 that the patient had underwent a corrective gynecological procedure performed by drs. (B)(6) to revise and/or remove pelvic mesh product.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation, recurrence and dyspareunia. It was reported that patient underwent a hysterectomy in (B)(6) 2012. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.